Event description:
Pt has history of primary osteoarthritis and subsequently underwent bilateral total hip arthroplasties during the 1980's. The left hip was revised during 1992. Pt presented to the ER after bending and sustaining a dislocation to the hip. The hip was reduced in the ER but post-reduction radiographs revealed "something interposed" between the femoral head and the acetabular component. The pt was admitted to the hosp and taken to the or the following day for revision of the left hip prosthesis. A hematoma, which did not appear infected, was found intraoperatively around the implants. Cultures were obtained and reported as negative. Deformation of the posterior aspect of the acetabular cup was encountered. The bursa surrounding the implant was excised. The femoral head/neck and acetabular liner were replaced.